Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during the investigation, multiple loss of prime warnings were observed in the black box. The pump was exercised for 24 hours with no loss of prime duplicated. Force calibration testing was passed within specifications. The pump¿s casing was removed, and the force sensor pins were seated and the solder connections were found to be intact. No evidence of additional moisture was found inside the pump. A loss of prime warning was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.